Event description:
It was reported that the spectra penile prosthesis (spp) was explanted due to unspecified reasons. The patient was later implanted with a new 21cm x 12mm inflatable penile prosthesis device. It was further reported that the spp device was implanted after the patient experienced priapism. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.